Manufacturer narrative:
Date of report: 02nov2018. Date of manufacturer: 01nov2018. Philip's international service technician confirmed the reported touchscreen and backlight inverter issue. The international service technician replaced the touchscreen and the backlight inverter. The power-on display test passed. The functional test passed. The device was returned to fully functionality.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen failure.there was no patient involvement. The event date was not specified; estimate used.